Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the distal circumflex (cx) with mild calcification and mild tortuosity. Pre-dilatation was performed with a 3.0 x 12 mm trek balloon, reducing the stenosis to 30%. A 3.0 x 18 mm implant delivery system was advanced, but was unable to cross and during the pushing attempt the proximal shaft, outside the patient, bent and broke. The device was removed without issue. A 3.0 x 18 mm xience prime stent was able to cross and was deployed to complete the procedure with a satisfactory result. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported kink (bend) was confirmed. The reported proximal shaft separation was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed in the PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.